Manufacturer narrative:
Concomitant medical products: product ID 3877, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional that reported there was a technical issue and that there was lead infection. The event occurred during after the trial procedure. Event management included lead explant. The event resulted in hospitalization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.